Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the left eye (os) during surgery -suction ring assembly issue with an intralase patient interface (pi) after the laser fired. It was reported that one (1) procedure was lost and that the surgery was completed successfully by switching out the pi. There was no patient injury reported and no surgical intervention/medical complication was required.